Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that the hakim programmable valve was implanted to an (B)(6) year-old male patient via l-p shunt on an unknown date with an unknown setting. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code:702-jj). The patient presented with headache and dizziness. On (b)(6 2021 x-ray images confirmed enlarged ventricles due to poor water flow of the device. No further information was provided.

Manufacturer narrative:
The valve was returned for evaluation. Device history record (DHR) - the product code ns9008 with lot 144921 conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; some biological debris was noted. The position of the cam when valve was received was 140mmh2o. The valve was hydrated. The catheter was irrigated, no occlusions noted. The valve was leak tested and no leaks noted. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue ¿poor water flow¿ reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no flow issues were noted with the valve.